Event description:
User received discrepant creatinine results over five days. Seven erroneous results were generated, reported, and later corrected. No adverse effects were incurred by the pts and no treatment occurred based upon the results. Five examples were provided. Sample 1 initial result was 7.1 mg per dl, repeat result from the same analyzer was 1.2 mg per dl and repeat result from other another analyzer was 1.4 mg per dl. The results were corrected to 1.2 mg per dl, which was consistent with the pt's history.

Event description:
User received discrepant creatinine results over five days. Seven erroneous results were generated, reported, and later corrected. No adverse effects were incurred by the pts and no treatment occurred based upon the results. Five examples were provided. Sample 5, gave an initial result of 7.1 mg per dl and on another analyzer gave a repeat result of 1.2 mg per dl.

Event description:
User received discrepant creatinine results over five days. Seven erroneous results were generated, reported, and later corrected. No adverse effects were incurred by the pts and no treatment occurred based upon the results. Five examples were provided. In early 2009, sample 2 gave and initial result of 6.7 mg per dl and on another analyzer gave a repeat result of 0.5 mg per dl.

Event description:
User received discrepant creatinine results over five days. Seven erroneous results were generated, reported, and later corrected. No adverse effects were incurred by the pts and no treatment occurred based upon the results. Five examples were provided. Sample 4, gave an initial result of 4.9 mg per dl and on another analyzer gave a repeat result of 1.7 mg per dl.

Event description:
User received discrepant creatinine results over five days. Seven erroneous results were generated, reported, and later corrected. No adverse effects were incurred by the pts and no treatment occurred based upon the results. Five examples were provided. Sample 3, gave an initial result of 7.7 mg per dl and on another analyzer gave a repeat result of 0.8 mg per dl.

Manufacturer narrative:
The field service rep could not determine a cause and could not duplicate the issue. He performed a pro adjustment, decontaminated the water bath, checked the syringe and reagent dispense. He also checked the sampling and performed a cellwash. He ran calibration, controls and precision. All checks performed within specs.

Manufacturer narrative:
The field service rep could not determine a cause and could not duplicate the issue. He performed a pro adjustment, decontaminated the water bath, checked the syringe and reagent dispense. He also checked the sampling and performed a cellwash. He ran calibration, controls and precision. All checks performed within specs.

Manufacturer narrative:
The field service rep could not determine a cause and could not duplicate the issue. He performed a pro adjustment, decontaminated the water bath, checked the syringe and reagent dispense. He also checked the sampling and performed a cellwash. He ran calibration, controls and precision. All checks performed within specs.

Manufacturer narrative:
The field service rep could not determine a cause and could not duplicate the issue. He performed a pro adjustment, decontaminated the water bath, checked the syringe and reagent dispense. He also checked the sampling and performed a cellwash. He ran calibration, controls and precision. All checks performed within specs.

Manufacturer narrative:
The field service rep could not determine a cause and could not duplicate the issue. He performed a pro adjustment, decontaminated the water bath, checked the syringe and reagent dispense. He also checked the sampling and performed a cellwash. He ran calibration, controls and precision. All checks performed within specs.